Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The unit passed functional tests including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. There were not any delivery anomalies noted during testing. The insulin pump was received with a cracked reservoir tube lip.

Event description:
The customer reported via phone call that her blood glucose was around 650 mg/dl for the past three days. The customer felt nauseous, hot, and thirsty as a result. The customer treated with manual insulin injections and pump therapy. However, the customer did not believe the pump was delivering insulin. The customer recently bolused for a blood glucose exceeding 550 mg/dl but her blood glucose would not decrease. Troubleshooting was initiated to inspect the pump. The customer was able to prime with the current set. The customer's pump settings were programmed accurately as well. A high pressure test was performed and the pump failed. The insulin pump was returned for analysis and a replacement device was shipped to the customer.